Manufacturer narrative:
The device was received for evaluation containing approximately 137ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Droplets of moisture were observed on the interior wall of the device housing as a result of condensation. A leak test was performed. No evidence of a leak or rupture was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. The event occurred during patient infusion with an unspecified dose of 5fu. There was no patient injury or medical intervention associated with this event. No additional information is available.